Manufacturer narrative:
Button error alarm noted and unresponsive buttons due to corroded keypad traces. Unable to confirm motor error alarm due to unresponsive buttons. Motor was tested outside the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.